Manufacturer narrative:
Based on the claim against the product by the customer noting only one side of the jaws closed, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed, and failure analysis was able to replicate and confirm the reported issue. The instrument was found to have an input disk broken. Input disk 6 was found completely detached from the base of the housing. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical benign hysterectomy procedure, only one side of the jaws closed on a large hem-o-lok clip applier instrument instead of both equally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior and there was no noted damage. The issue was assumed to have occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clips that were used was weck. The size clips the surgeon used on the vessel or structure was large. The clip applier instrument had not been used yet when the issue occurred. The instrument was replaced to resolve the issue.